Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that high pacing thresholds and intermittent sensing were observed. Lead was repositioned and later explanted.